Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to multiple defibrillation therapies. The device was interrogated and showed that multiple vf episodes were recorded due to noise on the right ventricular lead, and pacing lead impedance was out of range. A lead revision was performed and confirmed a lead dislodgement occurred. The lead was explanted and replaced and the patient was in stable condition following the procedure.